Event description:
Customer claims that when the pull cord is attached to the alarm, it continues to sound. The magnet connection is not loose. The batteries were replaced and the battery connection wires are intact. The battery door is missing. There was no patient incident or injury reported. Evaluation for returned shows the unit powered on and sounds the alarm intermittently.

Manufacturer narrative:
(B)(4): evaluation results (other) - evaluation for the returned product shows that when tested the alarm powered on. The alarm sounds intermittently when the magnet is on the magnet plate. The unit battery door is missing. (B)(4).